Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user could not charge the pump with the usb cable. The user had an alternate usb cable which charged the pump successfully. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.